Event description:
It was reported that elevated impedances were detected on contact 0 of the left stn lead, with measurements showing 2,899 ohms. The cause of the issue remains unknown, as no environmental, external, or patient factors have been identified as contributing to it. Diagnostics included impedance testing performed five times at 1.0ma. No actions or interventions have been taken to address the issue at this time, and the issue remains unresolved. It was noted that the healthcare professional has no further information regarding this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389-40 (lot: j0333804v); product type: 0200-lead; implant date (B)(6) 2003; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# j0333804v, implanted: (B)(6) 2003, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Physician was notified in the operating room and left lead was replaced. And impedances resolved. New lead resolved the issue. Patient has effective therapy. This was confirmed with the healthcare provider (hcp).